Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hernia procedure, while suturing with the use of needle driver, the device began to fray. Surgeon was able to tie the knots but suture keeps on unraveling. They used another device to complete the case. No patient injury.